Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller was unable to connect to ins with the pt's externals in regards to an MRI. It is unclear what the issue was but when agent had the caller close all apps and try the process from the beginning, the caller was able to connect to ins. The handset did not have MRI mode and the pt's ins was off when caller connected to ins. Pt seeking head scan, agent reviewed the head could be scanned in this situation based on ins off and no MRI mode. The caller states the pt would like the ins removed because it is uncomfortable, hurts her back when lying down and pt believes it interferes with her sciatic pain. The pt also noted it wasn't helpful for her symptoms since implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.